Manufacturer narrative:
(B)(4). Patient info requested. This report was filed by the manufacturer. During visual and microscopic examination, a 0.3335-inch long vertical crack was found in the female luer. No stress marks or other anomalies were found. During functional testing, fluid leaked from the cracked luer. The reported leak was confirmed. The root cause of the crack was not identified.

Event description:
A nurse reported a leak occurred during priming of an extension set. Fluid leaked from the luer connection (unknown if male or female) and/or bifurcation component. Customer state it "looks like there is a tiny crack but it may just be where the part is coming together." There was no patient harm or medical intervention. There was no patient involvement. No add'l info was provided.